Manufacturer narrative:
Exact date unknown, event occurred four years ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2138700. Model: sc-2138-70. Serial: (B)(4). Batch: 142286. Product family: scs-ipg-r. Upn: m365sc11100. Model: sc-1110. Serial: (B)(4). Batch: 165933.

Event description:
It was reported that the patient had a tumor and the leads came out of the back. All device components were explanted and were not returned. No further information has been obtained despite good faith efforts.